Event description:
The pt received two trial leads with the same lot number. It was reported the pt experienced incontinence during the trial when the stimulation was in use, but not when the stimulation was turned off. The trial leads were removed on day earlier than was planned. It was reported the issue resolved once the trial leads were removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.